Manufacturer narrative:
This report is based on information provided by philips authorized service engineer (asp) and has been investigated by the philips complaint handling team. The asp evaluated the device on site and determined that this model is no longer serviced due to end of life. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The service is no longer provided due to eol.

Event description:
Philips received a complaint on the heartstart mrx als monitor indicating that the battery is not getting charged. There was no patient involvement.